Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the collar wash valve was not opening. The valve was replaced which resolved the issue. The fse verified system performance. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer was leaking from a cartridge chemistry (cc) probe. The volume of leaked fluid was described as less than 5 ml and contained on the reaction wheel cover inside the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous patient results were generated in connection to this event.